Manufacturer narrative:
Per additional information received, the treatment was completed with another console. The thermogard console was not returned to zoll for evaluation. The device was inspected by the customer's biomed technician and no internal water damage was observed in the console. The pump was serviced in the field by replacing worn-out pump rollers due to wear and tear. The thermogard console is a reusable device and was manufactured in april 2010 and is more than 10 years old. The console has exceeded its expected service life of 5 years. There were no records of preventive maintenance performed for the last three years. Following the biomed service and repair, the console passed all the testing with no issue or faults observed. The console functioned as intended. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4). Correction section b3: event date (B)(6) 2020.

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The event date (B)(6) 2020 is an estimated date. (B)(4).

Event description:
On march 5, 2020, zoll received a medwatch report #(B)(4). "The nurse noted that the device was making a clicking noise, however, all components of the device were still in working order. The resource nurse also observed the device and noted a clicking noise, but no faults were found with the device at that time. An hour later the nurse entered the room to find the 500 ml saline bag empty and the saline solution leaked onto the floor. The device appeared to still be working with no warning notice seen. The patient was assessed and found to be stable with no evidence of harm related to the device malfunction. The nurse inspected the device by lifting up the hood and the roller clamp lid of the device for assessment of the tubing. At that time, a warning message appeared stating, "air trap fault, check saline level". The resource nurse was called in and found that the tubing was punctured by a jagged white plastic roller clamp prong. All of the equipment was sequestered. A new set/machine was reattached to the patient. Patient was undergoing hypothermia protocol and was in the rewarming phase. Device malfunction - that is, the device did not do what it was supposed to do."